Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. The customer was instructed to remove the o-ring from the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. They were also guided to follow on-screen instructions to ensure the cartridge clicked into place when attached. The customer successfully completed the load process and resumed insulin delivery.